Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis evaluated one opened enlite serter. Performed insertion test using a new lab enlite sensor and rubber skin, and the serter passed per specification. The enlite serter connected and released properly.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer states the serter does not release the sensor. The customer was sent a new serter. No further information was provided.